Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported that a patient had no distal pulse in the impella leg following explant of an impella 5.5. Thrombi were subsequently found in the contralateral femoral, right radial, and left radial arteries. A fem-fem was placed prior to impella support and was used upon explantation. The patient was successfully weaned from the pump and survived.